Manufacturer narrative:
Follow-up #1: date of submission 11/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/25/2016 with the following findings: short battery life was observed in the pump history. The pump¿s electrical current draws were found to be high. Corrosion in the battery compartment was observed. The battery compartment was found to be cracked alongside of the pump. Pump leaks were found in the battery compartment. The pump was opened; moisture damage was found on the printed circuit board. The reported short battery life was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a short battery life issue. There was no reported adverse event associated with this complaint. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.